Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that during a follow-up, exit block was noted. X-ray confirmed cardiac perforation by the rv lead. The lead was explanted and replaced. The patient condition was okay during and after the event.